Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 (scope communication error) occurred. Based on the results of the investigation, a root cause could not be identified. It was likely that the e216 (scope communication error) occurred due to a data error of the scope identifier (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed communication error e216. The event occurred during setup/inspection for use. There was no patient involvement.